Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the valve had to be explanted & re-implanted in a patient with fragile tissue. The replacement valve was smaller and so the first valve may have been oversized and the need to explant the valve and re-implant likely contributed to the serious injury. It appears that the root cause of this event was due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 27mm bioprosthetic mitral valve was implanted, then explanted due to improper seating of the valve. The explanted device was replaced with another edwards bioprosthetic valve, one size smaller. The patient expired day of procedure. To summarize this case involved a (B)(6) year-old female with a long history of chf, copd, tobacco abuse. She presented to the emergency room ,intubated and transferred to ICU for diuresis and was weaned from the ventilator. Echocardiogram revealed severe mitral regurgitation, mitral calcification and stenosis. Moderate tricuspid regurgitation and aortic insufficiency was also noted. Cardiac catheterization revealed pulmonary hypertension. The surgery was considered high risk but necessary, she was taken to surgery. Intraoperative, the native mitral valve was found to be fused with only a small area without stenosis. The anterior and posterior leaflets were noted as fused together. Calcification was also seen within the native mitral valve. The valve was excised, the valve was debrided and a 27mm valve was lowered and sutured into place. It was noted that the valve was not seated properly and it would cause a problem, the decision was made to explant the valve. The explanted 27mm valve was once again re-sutured and tied into place, this time the suture line revealed no defect. At some point bleeding was seen coming from the back of the heart. The source of the bleeding was a dehisced mitral valve. She was placed back on cpb, the 27mm valve was explanted for the second time. The annulus of the mitral valve was noted to be thinned-out, with a torn left ventriole corresponding to the atrioventricular groove. The tear was repaired and a 25mm valve was implanted and sutured into place. It was noted that the suture line revealed no defect and appeared to be well seated. After the cross clamp was removed, a larger tear was revealed that extended past the previous repair and ripped out of the ventricle. The amount of bleeding from the back of the heart was profound. The tissue was noted as extremely friable, and she exsanguinated and expired during the procedure.